Event description:
Pt went to cath lab for high-risk pci with hemodynamic support (impella). Attending implanted the impella catheter and had full support before beginning to fix the pt's multiple lesions. During the procedure it was noticed the impella purge cassette was leaking and a new purge cassette was loaded into the impella console. The console message display showed that it did not recognize the cassette. The purge pressure decreased and the pt's conditions deteriorated resulting in hypotension, loss of consciousness and the initiation of CPR.